Event description:
While using a byte day aligners, patient experienced tooth movement where the tooth is coming through the gum. They also complain about aligner fit. Patient was examined by their dentist and was told to stop aligner treatment if they did not more damage to the bone that covers the tooth which has already deteriorated will occur. Aligner treatment stopped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.